Manufacturer narrative:
Corrected data h6 (type of investigation): "4112 - analysis of information provided by user/third party" code removed added information to section d9, h3, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: customer report of regurgitation was unable to be confirmed through visual observations. As received, leaflets appeared to have a blue tinge in color. X-ray demonstrated the wireform remained intact. X-ray demostrated cocr band was slightly deformed outwards and the vfit cocr alloy band was not expanded. Indentation was observed on leaflet 1 near commissure 1. Indentation was wider than the typical suture loop. Sewing ring cloth was cut in multiple areas around the valve and exposed silicone of sewing ring. Suture holes were visible around the sewing ring. No other visible inconsistencies were observed on the valve. Valve will not be sent for functional testing due to the condition as received. There is no evidence to suggest an edwards manufacturing defect contributed to the event. The reported regurgitation was unable to be confirmed; however, common causes of regurgitation during device implantation include: device distortion occurring before or during implant; device interaction with patient anatomy or other devices; leaflet damage occurring before or during implant, and incorrectly sized valve seated. A device history record (DHR) review and lot history review were performed, and no relevant non-conformances or similar complaints were identified. A complaint history review was performed, and no trend was observed for leaflet mismatch or coaptation anomalies. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined; however, the most likely root cause is procedural and anatomical factors during implantation as a result of interference with native structures, suture tension or oversizing, as noted in the IFU warnings. An edwards defect has not been confirmed.

Event description:
Per the report received from australia, this valve model 11500a21 implanted in aortic position was explanted at implant due to torrential aortic regurgitation. As reported, once the patient went off the bypass, and before decannulating, the torrential aortic regurgitation was found by the anaesthetist. Although the echo did not showed anything unusual, the patient was putted under bypass again, and it was checked that no sutures were pulling onto the leaflets. The patient went off bypass but the severe regurgitation was still present. Was then when it was found that one leaflet was lower than the others, and there was no coaptation on the leaflets. The decision to explant the valve was made, and while removing the cor-knot sutures, the aortic root was damaged, resulting in the need for a root replacement. Therefore, an aortic conduit valve was implanted in replacement. The patient was reported to be recovered.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.